Event description:
The customer reported to olympus, the video system center had an error code e105. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was therapeutic.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and e4. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.